Event description:
It was reported that the insulin pump had ramping numbers or a moving scroll bar without input from the user during normal device use. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.